Manufacturer narrative:
Concomitant medical products: product ID d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported the left ventricular (lv) lead has a history of high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.